Event description:
It was reported that the estimated battery decreased from four years to one year remaining between follow-up visits. The specific time frame was not given. Technical services (ts) was consulted and reviewed the stored information. Ts noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Ts discussed an appropriate approximate change out time frame, to ensure that therapy would remain available. At this time therapy remains unaffected and the s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned. If returned the product would undergo analysis testing and the report will be updated at that time.

Event description:
It was reported that the estimated battery decreased from four years to one year remaining between follow-up visits. The specific time frame was not given. Technical services (ts) was consulted and reviewed the stored information. Ts noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Ts discussed an appropriate approximate change out time frame, to ensure that therapy would remain available. At this time therapy remains unaffected and the s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the pacemaker was explanted and successfully replaced.

Event description:
It was reported that the estimated battery decreased from four years to one year remaining between follow-up visits. The specific time frame was not given. Technical services (ts) was consulted and reviewed the stored information. Ts noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Ts discussed an appropriate approximate change out time frame, to ensure that therapy would remain available. At this time therapy remains unaffected and the s-ICD remains in service. No adverse patient effects were reported. Additional information was received that the pacemaker was explanted and successfully replaced. The device was returned for analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned. If returned the product would undergo analysis testing and the report will be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.